Event description:
An epilepsy patient ((B)(6)) was enrolled in the (B)(6) study. The (B)(6) study is an observational, unblinded, multi-site study designed to collect data on patients with medically refractory seizure disorders who are implanted with the model 106 vns therapy system. The model 106 ipg is similar in hardware, diagnostics, and some aspects of device design to a commercially approved device, the model 105 ipg. As a part of the implant procedure, an intra-operative lead test is done to verify proper function and connection of the system. This testing is performed for commercially available vns therapy systems and is not unique to the investigational procedure or protocol. The test involves delivering a train of vns stimulus of 1.0 ma amplitude through the lead and to the nerve. During this test, the patient experienced a serious, single episode of asystole that lasted 4-5 seconds in duration. This event was self-terminating and was considered resolved on (B)(6) 2012. There was no action taken in response to the event. In the opinion of the investigator, the event of cardiac asystole was not related to the implantation and was probably related to the stimulation of the device as the event occurred during the intra operative system test. This is a rare, but expected event that is identified in both the investigator's brochure and the device labeling. The vns device is functioning properly, and the patient will continue participation in the clinical trial.

Event description:
The follow-up report received on (B)(6) 2012, provided the following information: the investigator confirmed the patient did not have a medical history prior to the event of cardiac asystole, and the investigator confirmed the patient did not have a family history of cardiac events. The patient does not have any abnormal vagal anatomy. The patient's heart rate prior to the event was 65 bpm, blood pressure was 100/50 mmhg, and after the event was 145/75 mmhg. Since the onset of the event of cardiac asystole, the device has been programmed on with the following settings: output current = 0.75ma, signal frequency = 20hz, pulsewidth = 500 microseconds, auto-stim current= 0.75ma, seizure detection = on, sda = 6, blackout time = 30 seconds, and heartbeat sensitivity = 3. The investigator confirmed no further arrhythmia events have occurred since the event of cardiac asystole.